Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The pro code for the conquest products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7564j pta balloon dilatation catheter allegedly experienced material rupture and material deformation. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) year old female patient weighed (B)(6) kgs.